Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms. Unable to prime the unit during the prime test as a result of a loose/flush drive support. The device was received with cracked case at the display window corners and battery tube threads, scratched screen, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 145mg/dl. The caller stated that the device went to rewind and then the alarm went off. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.